Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The customer contacted product support and requested for part number for the touch screen. The biomedical engineer requested for the part number for the touch screen. Product support provided customer part number of the touch screen. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Event description:
The customer reported that the touch screen is off. The customer reported that the unit was not in use on patient.